Event description:
It was reported that during testing conducted at the manufacturer facility, the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, the forward trigger shaft was found to be deformed, which may cause the forward trigger not to return to the off position when it is released. This could allow the trigger magnet to continue activating the ebox. When the reverse trigger is then depressed, both the forward and reverse trigger may be activated at the same time, which is a probable cause for the device to oscillate when the reverse trigger is depressed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.